Manufacturer narrative:
A1, a4, d4 - specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: santiago garcia, et al. Journal of the society for cardiovascular angiography & interventions xxx (xxxx) xx, received 8 may 2023; accepted 11 may 2023. Doi: https://doi.org/10.1016/j.jscai.2023.101044. (B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 device and the reported regurgitation could not be conclusively determined through this evaluation. The literature review entitled, ¿j-valve transcatheter treatment of native valve aortic regurgitation associated with a left ventricular assist device¿ was received. The study stated that aortic regurgitation (ar) can affect 15% to 52% of heart failure patients after 1 year of left ventricular assist device (lvad) support and is often progressive. The purpose of this study was to report the first-in-human compassionate use of j-valve (j.c. Medical) for the treatment of severe, symptomatic ar in a single patient after heartmate 3 implantation. The study reported that the patient had a noncalcified, 3-leaflet native valve and was offered compassionate use treatment with j-valve following recurrent hospital admissions and exclusion from another investigational valve trial. The procedure was performed in a hybrid catheterization laboratory under general anesthesia with transesophageal echocardiographic guidance. During deployment, the j-valve was advanced to the aortic valve annulus with the anchor rings placed at the base of each sinus of valsalva. Upon proper placement of the anchors, a brief decrease in lvad speed was made while the j-valve was released. After valve deployment, the lvad speed was immediately increased to 6800 revolutions per minute (rpm), and a postprocedural angiography revealed trace residual ar. The patient had rapid, symptomatic improvement and was discharged home the next day. The study concluded that the j-valve anchor rings co-apted the base of the noncalcified native valve leaflets within the sinus of valsalva to effectively anchor and seal the transcatheter heart valve (thv). Thv devices that do not rely on calcium for anchoring may provide an attractive alternative to redo surgery for patients with severe ar related to the lvad. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The device history records could not be reviewed as the heartmate 3 lvas device serial number as well as other specific case/patient information are not available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿j-valve transcatheter treatment of native valve aortic regurgitation associated with a left ventricular assist device¿ identifying heartmate 3 (hm3) may be related with aortic regurgitation (ar). This study evaluated the effectiveness of a transcatheter heart valve for the treatment of severe, symptomatic ar in a 43-year-old man implanted with hm3. Date of event has been estimated as the same as published date (may 11,2023) since date of data collection was not provided.